Manufacturer narrative:
This device has been reported as a general medtronic dialysis product, but no further information was provided. A variety of FDA product codes are associated with this group of products, and the specific code cannot be identified with the information available. The most common FDA product code for this type of device has been added to the product information within this report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, there was a leakage found in the peritoneal dialysis catheter near the titanium joint. It was reported the patient had peritonitis, and the doctor cut off the peritoneal dialysis tube and reconnect it. A customer reported the patient was transferred and treated to another hospital. It was stated the peritoneal dialysis was stopped.